Manufacturer narrative:
(B)(6). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and found to deliver within specification. A flow rate test was also performed using the event infusion parameters found in the history log (for a period of one hr) with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. A visual inspection of the event IV set was performed and no evidence of a malfunction was identified. Additionally, upstream occlusion and downstream occlusion tests were performed per sigma preventive maintenance procedure with the unit passing. An engineering investigation has concluded that a free flow event could not produce sufficient gravitational force to collapse a drip chamber. Sigma was able to duplicate a collapsed drip chamber, within the approximate reported time frame of 7 mins, when a 52ml container was left empty of air and fluid, with the set fully primed and the drip chamber filled to the indicator mark. The actual volume of fluid in the container at the start of the reported event infusion is unk. Review of the history log supports the reported event parameters; however no device malfunction could be identified.

Event description:
It was reported that an alleged free flow event occurred while delivering medication to a pt. The infusion was programmed to deliver 52ml at a rate of 52ml/hr. The customer stated that the entire container contents infused in approx 7 mins. The drip chamber of the IV set was observed to have been collapsed. There was no pt harm.